Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood/body fluid in the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.

Event description:
It was reported that the lead experienced increased thresholds and decreased r-waves. The lead outputs were reprogrammed. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.